Event description:
It was reported that when a device was used during a laparoscopic sigma, the device was broken and did not fire. Another device was used to complete the case. There was no consequence to the pt.